Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the total remaining longevity of the device was lower than expected. Abbott technical support was contacted and alleged the battery diagnostic bin was not cleared resulting in an inaccurate longevity estimation. No intervention was required to resolve the event and the patient experienced no adverse consequences.